Event description:
Procedure: appendectomy. Reportedly, three days post-operatively, the pt's hemoglobin dropped in half and pt was brought back to the or. Surgeon found staple line to be intact, however a hematoma was found and was drained. Pt status stable.